Event description:
Ous MDR - based on the received data this lead showed intermittently too low pacing impedance. It was decided to switch off the device, since it was found that the patient does not need the ICD any more. There was no implant or event date reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve from october 2017 to october 2018 showed a progression around 500 ohms with several intermittent decreases to <200 ohms since (B)(6) 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.